Manufacturer narrative:
Analysis description: final analysis found insulation abrasion exposing the outer coil at 10.9cm to 11.5cm from the distal tip. The abrasion was consistent with constant friction to another device or feature of the heart.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that prior to a generator upgrade procedure, the atrial lead exhibited loss of capture. A fluoroscopy revealed the lead dislodged. The patient was asymptomatic. The lead was explanted and replaced.the patient was well post procedure.